Event description:
It was reported that the implantable neuro stimulator (ins) was not recharging. No coupling appeared on the recharger. During surgical revision, it was found that a suture point had gotten loose and the ins had turned "upside down." After repositioning the ins correctly, the recharging functioned well again. The pt was reported as being "ok."

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.